Manufacturer narrative:
Device eval begun, but not yet complete. Conclusions: a follow-up report will be submitted when the eval is completed.

Event description:
The complainant reported that the rotators on the manifold and the high pressure tubing are hard to rotate. When positioning the catheter during a coronary procedure, the tubing got twisted. When the catheter was released, the torsion from the tubing was communicated to the catheter and the catheter tip was ejected from the ostium of the coronary artery. There was no harm or injury to the pt.